Event description:
Customer reported via phone call to have received a no delivery alarm during manual prime. Customer's blood glucose was 317 mg/dl. Customer was able to resolve no delivery with a complete set change. Customer was advised that infusion set and reservoir would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.